Event description:
The pen needle has broken inside the stomach of the pt (B)(4). The needle has broken and the doctor hasn't found it.

Manufacturer narrative:
We suppose that the performed investigation was not invasive and we consider strange the fact that the needle wasn't found. Maybe it has broken, but it did not remain inside the pt. No other related complaints were raised against this lot. All the analysis performed on the other sample of the same lot have not given any defects.